Manufacturer narrative:
Aware date on previous supplemental report should have been noted as (B)(4) 2014.

Event description:
Additional information received reported that the device caused discomfort. It was noted that the event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # b0848994k, implanted: (B)(6) 2008, product type lead; product ID 748966, serial # (B)(6), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that when the patient did some movement the device incommoded her at the device pocket. It was noted 6 weeks after getting her new implantable neurostimulator (ins), the device incommoded her in the belly. It was noted the physician waited for 3 months and then decided to replace the device because it still incommoded her. It was noted on (B)(6) 2014, the device was repositioned because the device still incommoded her in some position. It was decided to the device would be replaced. No device allegation reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was related to the stimulator.